Manufacturer narrative:
It was reported that the stent (B)(4) which was already placed for about one and half years ago had re-stenosis. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact cause since it is hard to reconstruct the situation at the time of procedure and the device was not returned and the information such as photo was not provided. However, based on the description, which was written that "the stent (B)(4) which was already placed for about one and half years ago had re-stenosis", it is assumed that the stent was pressed due to the strong pressure of the patient lesion and progress of disease, resulted in re-stenosis occurred, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: bile duct obstruction". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Because the stent (B)(4) which was already placed for about one and half years ago had in-growth and over- growth leading to re-stenosis, the physician determined to place another stent. Serial numbers of (B)(4) could not be identified anymore. It will not be returned. There were no patient complications as a result of this event.